Event description:
The patient reported that they had been having with where they were implanted for a couple of months prior to the report. It was indicated that they had burning that came and went, especially when they sat down. The patient mentioned that they had tried turning the stimulation down/off, but did not notice a difference. It was noted that they contacted their healthcare provider office and were redirected to patient services. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.